Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issues were duplicated. The cause of the reported issue was due to a faulty downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an alarm error that the cassette was not attached properly. There was no patient involvement and no patient harm/adverse event was reported.